Event description:
Allegedly, an MRI of the patient's left hip taken due to pain on september 15, 2021, this showed a periarticular cyst, suggestive of metallosis. The metal ion levels extracted on (B)(6) 2022 were found to be cr = 3.4 and co = 3.8 which increased with respect to the metal ions extracted on (B)(6) 2021, which were cr= 2.2 and co= 2.9.